Manufacturer narrative:
Additional narratives: use error may occur in several situations including, but not limited to, the following: a surgeon using a device for an unintended use applying excessive force during placement of a device; implanting a device with a tripped temperature indicator (tagalert); uses a sizer model other than the sizer model recommended for the device or inappropriate product selection. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
Edwards received notification that a 19mm aortic valve was explanted on pod #1 due to user/procedural related error. A mechanic valve was implanted in replacement. As reported, at the redo-procedure the surgeon noted that one of the sutures used to close the aortotomy had caught one of the aortic valve leaflets. The patient died on pod #1 due to severe cardiac failure. There was no allegation that the edwards devices caused or contributed to the patient death. The echo was not performed intra-operatively at the initial implant. Per echo review on pod #1, it showed an aortic bioprosthesis with normal leaflet appearance and motion, and severe regurgitation in a probable central valvular jet.

Manufacturer narrative:
H10: additional narratives. Updated d4, h3, h4,and h6 per new information received. H3: product evaluation. Customer report of damaged leaflet was confirmed. As received, leaflet 3 had a cut out section of approximately 1mm x 2mm; cut out leaflet section was not returned. Edges of cut section were straight and even. Serrated mechanical damage marks were observed on the outflow surfaces of leaflet 2 near commissure 2 and leaflet 3 near commissure 1. Sewing ring was cut around leaflet 1 and 2. Wireform was exposed on commissure 2. Multiple sutures remained attached to the sewing ring around the valve. X-ray demonstrated wireform intact. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.